Event description:
Info received indicates the brake will hold but the caster continues to swivel when in brake.

Manufacturer narrative:
The technician replaced the caster stem and horn to repair the stretcher.